Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the end cap of a polyflux 14l dialyzer during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video revealed external leakage at the connection of the header/housing. The reported condition was verified. The cause of the issue was not able to be determined from the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.